Event description:
It was reported that during a percutaneous coronary intervention (pci), difficulty advancing and stent damage occurred. Vascular access was gained via the femoral artery. The target lesion was located in the moderately tortuous mid right coronary artery (rca). After pre-dilatation, the 3.0 x 38mm taxus liberte long stent delivery system sds was advanced to the lesion. During advancing the device to the lesion, resistance was encountered so the device was removed outside the body. It was noted that the stent got flared. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).